Event description:
It was reported that during dilatation of the non-tortuous, non-calcified, proximal diagonal artery, the nc trek rx balloon was pressurized but did not inflate. The device was withdrawn from the anatomy and exchanged for another dilatation catheter which was used successfully. There was no adverse patient effect and no clinically significant delay in the procedure due to the device issue.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.